Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer¿s blood glucose level. The customer is waiting to return the pump for further investigation, and a replacement pump has been arranged.